Event description:
The customer reported that a patient chewed the strap off of the unit. No one was hurt when this occurred. More information was requested, but none forthcoming.

Manufacturer narrative:
Device breakage. Evaluation of the returned product shows that the buckle is bent.